Event description:
The pt reported that following exposure to many theft detectors/security gates during a recent trip. She experienced a lack of effect from her interstim device. She is not sure if the device was on or off during the exposure. Further info is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.